Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a device leak occurred. In (B)(6) 2016 a left atrial appendage (laa) closure procedure was successfully performed. A 30mm watchman ® laa closure device was implanted. The patient had a follow up transesophageal echocardiogram (tee) in (B)(6) 2016 which revealed .5 centimeter leak. The patient had stopped warfarin prior to the 45 day follow-up because of intolerance to anticoagulant. They were placed on plavix only.